Event description:
It was reported the lead was capped and replaced due to oversensing and lead fracture. No patient complications were reported as a result of this event. Additional information received, reports the patient recevied 31 inappropriate shocks.